Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) with suspected abnormal right ventricular (rv) lead function. The rv lead remains in use. No further patient complications have been reported as a result of this event.